Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a device design issue. A corrective action has been initiated. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a procedure that as the last of the packaging was being removed from the product, the fluid that was needed to dilute the product, was missing. The bottle was intact, and it was noted that the bottle could not be opened. There was a delay in the surgery, and the procedure had to be completed with a different product. There was no patient injury reported.